Event description:
A physician reported a patient who received her first treatment on 10/18/96 in the glabella and left nasolabial fold. The patient noted development of redness at the glabellar treatment site prior to 11/11/96 (exact date of onset not documented). From approximately 11/11/96 to 11/15/96 she was hospitalized for viral colitis which the physician believed was not related to the collagen. On 11/18/96 the patient presented with continuing redness at the glabellar treatment site. The physician was unsure of the diagnosis; oral cipro was prescribed for the redness.